Event description:
A peritoneal dialysis (pd) nurse reported this patient on pd therapy was sent to the hospital via emergency medical services (ems) on (B)(6) 2026 after sustaining syncope. It was reported that the patient¿s admitting diagnosis was encephalopathy. In additional follow-up, the patient¿s pd nurse it was reported that the patient was experiencing drain complications during pd treatment with the fresenius cycler on (B)(6) 2026. As a result, it was reported that the patient did not complete their pd treatment. On (B)(6) 2026, the patient was seen in the outpatient pd clinic and was observed to have edema in her legs. The patient was medically advised to go to the hospital, but the patient declined, per the pd nurse. It was stated that the following day (B)(6) 2026), the patient was admitted into the hospital (following syncope episode resulting in a call to ems noted above). The patient was diagnosed with metabolic encephalopathy and fluid volume overload. It was reported that the patient received pd therapy in the hospital (details were no provided). On (B)(6) 2026, the patient was discharged home. The nurse indicated that the patient continues pd treatment on a replacement cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between drain complications during pd therapy with the liberty select cycler and the patient¿s subsequent hospitalization for fluid volume overload and metabolic encephalopathy characterized by syncope and edema. The manufacturer product investigation was pending at the time this clinical investigation was completed, and it cannot be determined what may have caused the drain complications with the fresenius cycler to occur. Therefore, the fresenius cycler cannot be firmly excluded from this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.